Manufacturer narrative:
Concomitant medical devices: addrl1 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, variable thresholds and high impedance. The lead was initially reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.